Event description:
It was reported that the lead was observed with externalized conductors. The lead was capped and replaced. The patient is doing well post procedure.

Manufacturer narrative:
(B)(4).